Event description:
Boston scientific received information that this right ventricular lead and device displayed greater than 125 ohm shock impedance measurements. The measurement was reported to have risen gradually since the device was implanted. Of note, the patient reported a recent fall in which they had to be pulled out of the water. Technical services discussed trouble-shooting options with the health care provider (hcp). All investigative trouble-shooting resulted in elevated shock impedance measurements. The local boston scientific field representative indicated that the patient will continue to be monitored and no further testing or changes were to be made to the system at this time. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.